Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open esophagectomy gastroplasty, during the stapling, the device did not fire. There was a failure to staple a load of the stapler, by default of the material. Replaced by a new device to complete the case. No patient injury.